Event description:
The customer stated that the force sensor would not calibrate during maintenance. During in-house testing the unit failed to alert occlusion. There was no pt injury or treatment associated with this event.